Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent was reported via phone call that, the customer had high blood glucose of 486 mg/dl. Customer stated there was getting kinked in the tubing and it was due to the clip getting caught in the tubing air bubbles. Air bubbles were noticed by customer during therapy. Approximate size of air bubbles is 4 inch. Air bubbles were successfully removed. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.